Event description:
The manufacturer received information alleging an incourage device caused the patient's defibrillator to discharge while using the device. There was no report of medical intervention being required. The device was returned to the manufacturer for evaluation. The manufacturer found no issues with the device. The manufacturer found the device to be contaminated with a liquid. The device was scrapped by the manufacturer.